Event description:
The manufacturer received information alleging a bipap a40 changed setting to the device's default setting. The patient was found to have hypercapnic. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a bipap a40 changed to default settings. The patient was found to be hypercapnic. The manufacturer received information that the event was caused by improper settings on the device. The device is not returning to the manufacturer's service center for evaluation.